Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that there was an increase in the number of short interval counts (sic) on the right ventricular (rv) lead. There was also possible intermittent far field r-wave (ffrw) oversensing on the right atrial (ra) lead. It was determined that there was simultaneous ventricular and atrial noise. Both leads remain in use and will continue to be monitored. No patient complications have been reported as a result of this event.